Event description:
Pt became over sedated on dilaudid IV infusion via an 8120 pca device. Pt required IV reversal agent and transfer to ICU care. No permanent injury or harm reported. According to the custmer, the rate was programmed for a drug concentration of 0.2 mg/ml however the syringe loaded in the device may have been a concentration of 5mg/dl. Rate was programmed to deliver 0.3 mg/hr but with higher concentration of drug may have been receiving 7.5mg/hr. The device returned for investigation was not the device involved in this incident. The customer is not able to identify device involved but believes the wrong concentration of drug was used. This is when the mis-programming was discovered. The device returned was placed on the pt after the incident was discovered. Data from the log indicates that this system was used in 7/2004 then not again until 3 weeks later. On that day the system (1 lvp, 1 pca and 1 pcu) was powered up at 1:00 am and the profile set to ICU/adult ed and the lvp was set up to infuse at 100ml/hr with the vtbi set at 400. The system was then powered down and at 1:04 am powered on again. At 1:06 the pca module was selected and set up as follows: profile: ICU/adult ed, syringe: 30 bd, drug: hydromorphon hi conc. (5mg/1ml), mode: pca dose only, dose: 1.5 mg (0.3 mls), lockout: 10 minutes, max dose: 36 mg/4h (max limit of 25 exceeded), rate: 150 mls/hr, vtbi: 0.3 mls.